Manufacturer narrative:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120. The complaint of device randomly shuts down was not confirmed during testing and duplicating event. The device was ran for several hours with no malfunctioned observed. The event log did not reveal complaint. No action taken as complaint was not verified or validated.

Event description:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120.

Event description:
Information was received that pump randomly shuts down. Incident occurred during in-house testing; no patient involvement.